Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Both of the wheels are wobbling and the end user alleged they are having electronic issues with the tilt and recline functions.